Event description:
It was reported that the device would not power on with a known good battery. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and a repair offer. However, the customer elected not to repair the device hence, the cause of the reported failure could not be determined.